Event description:
It was reported that the health care professional (hcp) called technical services (ts) for consult review of this cardiac resynchronization therapy defibrillator (crt-d) presenting electrogram (egm). Upon review, the egm showed patient was in an atrial fibrillation (af) arrhythmia. Since the onset of the arrhythmia, the right ventricular (rv) lead shock impedances appeared to have dropped. It was also noted that the device was unable to complete auto threshold tests possibly due to mode switch. The presenting egm also showed right atrial (ra) lead undersensing and drop in amplitude measurement possibly due to patient being in af. Ts provided programming optimization options with the hcp. No adverse patient effects were reported. This crt-d, rv and ra leads remain in service.